Event description:
Report received an independent drug concentration change. The pump was programmed to deliver dilaudid with a concentration of 0.2 mg/ml in the pca+continuous mode, with a continuous rate of 1.0mg/hr, a pca dose of 0.5mg, a 20-minute patient lockout, and no 4-hour dose limit. The vial contained a total of 4mg of dilaudid. Three nurses reportedly confirmed the settings as correct. The customer reported that the pca was initiated at "around 600pm to 630pm." At 830pm, the device alarmed for an empty syringe. When the nurse scrolled through the display history, the pump reportedly showed the current concentration as 1 mg/ml with a 0.2 mg/dl concentration at an earlier unspecified time. The customer reported that the settings had not been changed at any time. The patient "got the right amount of medication in the right amount of time," and there was "no harm to the patient." The pump was taken out of clinical service, and therapy was resumed on a new pump. There were no reported adverse patient effects.